Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unexpected blank display due to corroded electronic assembly and corroded motor assembly noted during our visual inspection. The insulin pup has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported that the o-ring of the reservoir of the insulin pump blew. The customer reported that insulin leaked into the reservoir compartment exposing the insulin pump to fluid. The customer also reported a blank display on the insulin pump. The customer also reported scratches and a crack on the insulin. The customer was advised and the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.